Event description:
About 12 years ago, patient had gel mammary implants put in each breast. Unknown why they started leaking. Five years ago, patient found to have a seroma in the right breast and the breast had a drain put in to drain it. The leak was discovered at that time by a MRI.